Event description:
It was reported that during a laparoscopic hernia repair, there were only 5 staples loaded in the device. No further information is available. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/22/2008. Evaluation summary: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.